Manufacturer narrative:
Concomitant medical products: d234drg ICD, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the clinic after hearing an audible alert. It was found the right ventricular (rv) lead had alerted for high rv defibrillation impedance. Possible extraction had been discussed, but currently the lead remains in use. No patient complications have been reported as a result of this event.